Manufacturer narrative:
During device evaluation at olympus, it was found the customer complaint was not reproduced. Evaluation did find, angulation in the up direction was out of standard due to a worn angle wire, the screen was partly dark due to a scratch on the charged coupled device (ccd), the ccd lens was creased, switch #1 had a pin hole and the adhesive part of the bending section cover was broken. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope had foreign material coming out from the water jet line. The event was found during maintenance. The procedure was completed using a similar scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material left in the auxiliary water channel" could not be specified from the obtained information for this investigation. It was not possible to identify the material lodged in the auxiliary water channel. Information could not be collected from the customer on reprocessing to specify the cause of the material lodged. Therefore, a further cause of the reported condition could not be further presumed. Olympus will continue to monitor field performance for this device.